Event description:
It was reported that the patient lead was placed near to the upper lips and too close to the surface. The patient underwent a revision procedure wherein the lead was pulled back. Device was remained implanted. The patient was doing well postoperatively.